Event description:
It was reported that 35 pn 32g 4mm 5b xtw easyflow la clogged during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter, translated from portuguese to english: "patient got in touch to report a possible quality deviation in the bd ultra-fine 4mm easy flow needles (lot: 9261682 manufacture: 10/2019 validity: 09/2024). Informs that he already made a complaint 6 months ago reporting that the needles were clogged and received the product replacement (pr # 1649683). In this batch that was replaced, 35 needles caused the same problem: they were clogged. He started using the lot around 20 november. Patient mentions that he does the flow test, where the insulin is not ejected."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 35 pn 32g 4mm 5b xtw easyflow la clogged during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter, translated from portuguese to english: "patient got in touch to report a possible quality deviation in the bd ultra-fine 4mm easy flow needles (lot: 9261682 manufacture: 10/2019 validity: 09/2024). Informs that he already made a complaint 6 months ago reporting that the needles were clogged and received the product replacement (pr # (B)(4)). In this batch that was replaced, 35 needles caused the same problem: they were clogged. He started using the lot around 20 november. Patient mentions that he does the flow test, where the insulin is not ejected."